Event description:
Feeding device placed after removal of a drain on 11/15. Pt admitted to hosp on 11/18 with bloody drainage from tube and peritonitis. Hosp staff began infusing feeds through tube. On 11/25 gi physician called after nursing staff saw the device "fall out." Upon inspection of the device, the balloon portion was noted to be missing.